Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR's were submitted for this event. Please see reports: 3002806535 - 2017 - 00941, 3002806535 - 2017 - 00942, 3002806535 - 2017 - 00943. (B)(4). Concomitant medical products: 159576 oxf anat brg rt md size 4 PMA lot 2115062, 154723 oxf uni tib tray sz c rm PMA lot 2070504 154601 oxford uni femoral md lot 2169305. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to unknown reasons. No patient consequences were reported and no further information is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.